Manufacturer narrative:
Additional information was received that patient¿s discomfort was not caused by the device/stimulation, but was a pre-existing condition due to lack of stimulation in the area.

Event description:
A report was received that the patient¿s leads had migrated as confirmed by x-ray causing discomfort. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s leads had migrated as confirmed by x-ray causing discomfort. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.